Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches.successfully downloaded pump traces and history file using thump.successfully uploaded pump to carelink.in further full review of the pump history/traces on the event date of 27-jul-2024, there is no unexpected alarms/suspends.unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-jul-2024 listed on smartsolve due to insufficient data in the trace/history files.the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 27-jul-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: on (B)(6) 2024 19:59:00.000, on (B)(6) 2024 20:09:00.000, lost sensor 2 alert (781) was found on: on (B)(6) 2024 20:25:00.000. Sensor error alert (801) was found on: on (B)(6) 2024 11:24:29.000, on (B)(6) 2024 13:52:55.000, on (B)(6) 2024 17:27:54.000. Sensor expired alert (794) was found on: on (B)(6) 2024 22:20:16.000, on (B)(6) 2024 22:24:26.000, the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿.the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: on (B)(6) 2024 20:29:25.000, on (B)(6) 2024 20:39:00.000. On (B)(6) 2024 20:40:19.000, on (B)(6) 2024 20:40:42.000. On (B)(6) 2024 20:40:58.000, on (B)(6) 2024 20:42:13.000. On (B)(6) 2024 20:43:51.000 pump error 23 alarm was found on: on (B)(6) 2024 20:54:04.000. Power loss alarm was found on: on (B)(6) 2024 20:54:20.000, on (B)(6) 2024 20:54:28.000. Failed battery alert/battery failed alarm was found on: on (B)(6) 2024 20:40:21.000, on (B)(6) 2024 20:40:30.000, on (B)(6) 2024 20:40:30.000, on (B)(6) 2024 20:40:56.000, on (B)(6) 2024 20:41:55.000, on (B)(6) 2024 20:42:04.000, on (B)(6) 2024 20:43:30.000, on (B)(6) 2024 20:43:39.000, on (B)(6) 2024 20:53:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no/low power battery. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed near battery compartment of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin pump had cracked. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia, confusion/disorientation, malaise, and dyspnea treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, and hospitalization (overnight stay). Significant events leading to admission: the patient was unable to breathe indicate symptoms the customer reported at the time of hospitalization event confusion feeling sick/unwell difficulty breathing. The event involved products mmt-7040a, mmt-1884, mmt-332a, and mmt-397a. The troubleshooting was performed and the customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring, it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer responded that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.